Event description:
On september 15, an amazon customer commented that the product was not accurate: customer tested negative in the morning when the user was very unwell, and the user thought it didn't make sense and went to the emergency room, and the test result were positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.